Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in false positive atrial tachy response (atr) episodes and unnecessary mode switches. It was noted that there were many atr events in the past 6 months. Technical services discussed programming options with the health care provider to reduce these false positive atrs. This pacemaker remains in service. No adverse patient effects were reported.